Event description:
This is a report of peritonitis received from baxter (B)(4). The peritonitis event was observed by the customer during product use (product unknown) on the patient. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information was received from global pharmacovigilance (gpv). On an unreported date, the patient's catheter was leaking. On (B)(6) 2012, the patient experienced peritonitis. Cause of peritonitis was catheter leak. No further investigation will be performed as this event involved a non-baxter product.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of peritonitis was not confirmed. There was no device malfunction or use error identified. The disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined. Additional information has been requested regarding treatment and outcome for this peritonitis event.